Event description:
It was reported that during a coronary treatment procedure, something was wrong with the coating of the kayak guidewire. After the nurse flushed the kayak, the physician could not pass the kayak guidewire through the imager ii pigtail. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "good". (Same case as manufacturer's report # 6000130-2004-00055 and 6000130-2004-00057).